Manufacturer narrative:
(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an specified date, the pt experienced peritonitis manifested by cloudy effluent, fever, vomiting, and diarrhea. One day after the receipt of this report, the pt was hospitalized for the event. The pt was treated with vancomycin and gentamicin (ip-intraperitoneally, one time, dose and date not reported). The pt was discharged from the hospital two days after being admitted. The patient had been taken off of peritoneal dialysis. It was reported that the pt had cut their pd catheter (non-baxter product). At the time of this report, the peritonitis was ongoing, the patient's condition was deteriorated and hospice had been brought into the patient's home. Additional information was requested but is not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13f04152. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. (B)(4).